Event description:
There are several problems with this particular product. A strand of hair was found in one container and another was found to have a crack in the plastic which leaves doubt to the sterility of the sponges. Also, several containers that were opened had more than ten sponges. In an emergency when the quantity of sponges can't be verified then the chances of leaving a sponge in the pt is great resulting in having to open the pt up again to take the sponge out. The problem has been found mainly in one lot but all lots have been suspended due to the nature of the problem.